Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome was not harvesting a usable graft. The graft that is harvested is "shredded".

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On june 28, 2018, it was reported that the device does not harvest a usable graft. The graft that is harvested is "shredded". The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea/ zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was august 31, 2018 where it was reported that the unit was not working properly/the skin graft is not good and the bearings, o-rings, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, control bar, and thickness control shaft were replaced. This is not a related issue. Product review of the air dermatome by medicrea on july 19, 2018 revealed that the motor was corroded, the lever was worn, and the swivel was damaged. The calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by medicrea on august 29, 2018 which included replacement of the bearings, spring seal, o-rings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, motor, motor sleeve, lever die cast aluminum, ball plunger, and swivel. Air dermatome, serial number 103966, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor was corroded, the lever was worn, and the swivel was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was corroded, the lever was worn, and the swivel was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.